Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.

Event description:
It was reported that the following issue was observed on the device: "broken." Reported problem cause description: "found broken - rear case and latch kit assembly replaced -." Hence, the work performed in the device includes: " rear case and latch kit assembly replaced - lpo." There was no patient involvement.